Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 069 service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during rewind. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.